Manufacturer narrative:
The device was returned due to patient discomfort. The device was above elective replacement indicator (eri) when received. Electrical testing found the device to be functioning normally.

Event description:
It was reported that the patient presented for in clinic follow-up with a complaint of pain and numbness around the device pocket. The implantable cardioverter was subsequently explanted due to discomfort. The patient was discharged in stable condition.